Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The genesys hydrothermablator (hta) endometrial ablation system was received in the fremont cis in good condition. The disposable procedure set was not returned with the console. Visual inspection of the returned device revealed no visible damage. The system worked as intended and alarms were only triggered when leakage exceeded 10ml. Since the unit passed the functional test and the reported problem was not confirmed by product analysis, the most probable root cause classification is "undeterminable".

Event description:
Note: this report pertains to the first of two devices used during the same procedure. Manufacturer report# 3005099803-2015-00580 captures the second device. It was reported to boston scientific corporation that a genesys hydro thermablator (hta) endometrial ablation system was used in a hydrothermablation (hta) procedure performed under general anesthesia on (B)(6) 2015. According to the complainant, the patient was reported to have a patulous cervix with anatomical limitations. The physician reportedly used an allis clamp. During the ablation procedure, saline fluid was noticed to be leaking out from the patient's cervix. There was no fluid loss alarm or fluid deficit noted. The procedure was then aborted due to this event. It was reported that the patient received a first degree burn on her vulvo-vagina area. Antibiotic ointment and ice were applied to the burn area. The patient's condition at the conclusion of the procedure was reported to be stable. An additional attempt has been made to obtain follow up event details with no response from the clinician.

Event description:
Note: this report pertains to the first of two devices used during the same procedure. Manufacturer report# 3005099803-2015-00580 captures the second device. It was reported to boston scientific corporation that a genesys hydro thermablator (hta) endometrial ablation system was used in a hydrothermablation (hta) procedure performed under general anesthesia on (B)(6) 2015. According to the complainant, the patient was reported to have a patulous cervix with anatomical limitations. The physician reportedly used an allis clamp. During the ablation procedure, saline fluid was noticed to be leaking out from the patient's cervix. There was no fluid loss alarm or fluid deficit noted. The procedure was then aborted due to this event. It was reported that the patient received a first degree burn on her vulvo-vagina area. Antibiotic ointment and ice were applied to the burn area. The patient¿s condition at the conclusion of the procedure was reported to be stable. An additional attempt has been made to obtain follow up event details with no response from the clinician.